Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Customer's blood glucose reading is 548 mg/dl. The blood glucose reading at the time of the event was 390 mg/dl. Customer experienced nausea, vomiting, excessive thirst, urination and irritability. Customer treated with IV drip during hospitalization. During troubleshooting, manual prime is correct, insulin exits the tubing. High pressure test passed. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.